Event description:
It was reported that the pump declared an altitude alarm. There was no reported impact to the customer's blood glucose level. The customer learned that residue in the speaker holes could trigger such alarms and acknowledged this information. Tips were provided to prevent further altitude alarms. The customer's insulin was not suspended due to the alarm, and they successfully resumed insulin use with the original cartridge.